Event description:
It has been reported to philips that the allura xper fd10 system would not fully boot and that the device made clicking sounds at zero. The system was not in clinical use and no harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that device made clicking sounds at zero. Upon functional testing fse found issues in the ethernet desktop switch hp were causing the system to not boot up. Fse replaced the ethernet switch. After replacement of ethernet switch, system was returned to use in good working order. The codes were updated based on the investigation outcome.